Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, elevated iop and corneal edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema, elevated iop and corneal edema are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference 2032546-2021-00033 for the right eye (od).

Event description:
It was reported that following a bilateral cataract plus trabecular microbypass stent system procedures, the patient presented with iop increase (od) three (3) weeks postoperatively. Per report, following attempt to treat the patient with increased glaucoma drops, the increased iop persisted, and the patient developed hyphema. Subsequently, a washout was performed, and the patient improved for about two (2) weeks before the elevated iop and hyphema reoccurred. Following examination by a referred surgeon, the patient was treated with additional glaucoma medications and steroids, however, the iop remained unchanged (od), and the left eye (os) started developing hyphema. The patient was subsequently prescribed oral steroids and started on antivirals with increased steroids following results of the autoimmune/anticoagulant workup. Through follow-up, the surgeon conferred with glaukos medical monitor who expressed that the reported event was unusual based on the amount of reported hyphema (35%). Potential contributing factors (such ugh, current medications) and treatment options based on the patient condition were discussed. Additional information has been requested. This report references the left eye (os).